Event description:
It was reported that this right ventricular (rv) lead and pacemaker exhibited intermittent noise and oversensing. The patient was not pacemaker dependent and there were no pauses greater than two seconds as a result. Additionally, the lead exhibited low signal amplitude measurements. The root cause of the noise was not determined. Programming changes were made to sensitivity, and routine monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.